Manufacturer narrative:
No lot number was provided; therefore, device history record (DHR) review could not be completed. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the sample was received without its original packaging inside a ziploc bag, in used conditions and without its certificate of decontamination. Functional testing did not observe any leakage. The unit was inflated and visually inspected it for 10 seconds. Then the unit was submerged under water and no leakage was observed. The unit was also massaged, then squeezed it and we moved the airway line back and forth. We did not detected leaks during the test. Based on the analysis conducted in the sample provided, the complaint was not confirmed. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Date received by manufacturer is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the patient received two trach tubes, both of which would not hold air. Occurred prior to patient use. No patient injury was reported.